Event description:
It was reported that a large volume infusor had a leak at the filling port during filling of an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 22, 2014 and may 23, 2014. Evaluation summary: a physical sample was not returned for evaluation, however a photo was provided. The photo inspection did not reveal any evidence of a leak. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.